Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The 6-year-old user reported a sudden loss of sound with the device. The external device was checked and found to be functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported sudden loss of sound with the device. Re-implantation is planned.

Event description:
Recipient reported sudden loss of sound with the device. Re-implantation is planned but no further information has been received.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered, but no further information was yet made available.